Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient used to be able to get 8 bars when charging and didn't have any problems charging. Since the patient's pocket revision, they get 2-4 bars when charging and the charger over heats after charging a 25 and stops charging at that time. The patient was not doing anything different than before when they started having problems. It was reviewed positioning the recharger paddle over the stimulator. It was also reviewed to get ventilation to prevent overheating. The patient was referred to patient services for a possible recharger paddle replacement. It was unknown which charger the patient is currently using. No further complications were reported or anticipated.